Manufacturer narrative:
The t:flex pump user guide states: "avoid exposure of your t:flex to temperatures below 40 degrees f (5 degrees c) or above 99 degrees f (37 degrees c), as insulin can freeze at low temperatures or degrade at high temperatures." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had the pump in hot weather. Subsequently, a valid temperature alarm occurred. The customer's blood glucose level was 320 mg/dl. Reportedly, the customer delivered a bolus via the pump.